Event description:
A pt, who has chronic renal failure, received an operation using a cook product in (B)(6) 2007. The catheter has been in his body since then, as he used to have peritoneal dialysis with it. After 1 year from the initial operation, in (B)(6) 2008, the catheter was broken at 7cm from the abdominal walls while he took a shower. After the incident, he was rushed to the emergency room and had an operation to remove the product from his body.

Manufacturer narrative:
Actual date of event other than (B)(6) 2008, not provided by the reporter. Catalog #: c-tcps-15-41-78-sprl-14-6. (B)(4). No product was received to assist in this investigation; neither was the lot number provided, therefore we are unable to determine if the age of the product may have played a role in this incident. It should be noted that this product is designed with a removable end cap that could have been placed back into the catheter at the area of separation. Per specification, the catheter surface is 100% verified to be clean and free of damage or excessive flaws, prior to further processing. Additionally, the sideports are 100% verified to be cut clean and not punched through to the opposite side of the catheter. We have notified the appropriate personnel and will continue to monitor this device.